Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with a cracked case at the battery tube threads, minor scratches on the display window, a missing end cap sticker and a broken reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 96 mg/dl. Customer reported she was exercising and had the back pocket of her biking jersey. The device had been exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.